Manufacturer narrative:
A user facility reported through a FDA medwatch, "items in package not uniform in size." Deroyal industries, inc. Has requested return of the device, however it has not yet been received. A supplier corrective action request (scar) was issued to the supplier, (B)(4). The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported through a FDA medwatch, "items in package not uniform in size."